Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00513. It was reported the patient fell and hit her head, subsequently the occipital lead (off label use) appears it is migrating through the skin and the patient went to the emergency department. The patient followed up with her physician who pushed the lead back under the skin into place and stitched the wound shut on (B)(6) 2016. Follow-up revealed the wound is completely healed.